Event description:
Report received of a non-delivery. The device was programmed to infuse a chemotherapy agent called bms (bristol myers squibb). Program settings were unspecified. The infusion was started. After an unspecified length of time, it was reported that "the pump read the bms had infused, but the bag was full. No alarms during infusion". There was no reported adverse patient event. Though requested, no additional information was available.